Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: malpositioning of the implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2021 where one implant was installed on each side in conjunction with a long spinal construct. The patient later complained of left side foot drop. The surgeon determined that the left side implant was malpositioned and decided to remove it. In (B)(6) 2021, the surgeon performed a revision procedure where he removed the left side implant. No bone graft or additional hardware was added. The preexisting contralateral, right side, implant was left in place. The status of the patient following the revision procedure is not known.